Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported experiencing a ketoacidosis event and was diagnosed with ketoacidosis on (B)(6) 2025. At the time of the call, the user reported feeling better. The event was related to diabetes. The user provided high glucose examples during hospitalization, including readings on (B)(6) 2025 at 8:08 am est (sg 313 mg/dl, bg 1047 mg/dl), at 10:18 am est (sg 299 mg/dl, bg 778 mg/dl), and at 12:03 pm est (sg 260 mg/dl, bg 569 mg/dl). Dms review confirmed the following system data corresponding to those times: (B)(6) 2025 at 8:04 am est (sg 303 mg/dl, no bg entered), at 10:14 am est (sg 296 mg/dl, no bg entered), and at 11:59 am est (sg 260 mg/dl, no bg entered). Dms also shows a high glucose alert was issued on (B)(6) 2025 at 8:04 am when sg was 303 mg/dl. The user received treatment including IV fluids, antibiotics, and heparin. The user's hcp is aware of the event. Per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
User reported a ketoacidosis event. The user was diagnosed with ketoacidosis. Event happened on 25-sep-2025. At the time of the call, the user was feeling better. Since the event was related to diabetes, the following example set was provided by the user: on (B)(6) 2025 - 8:08 am - est - sg 313 mg/dl - bg 1047 mg/dl. On (B)(6) 2025 - 10:18 am - est - sg 299 mg/dl - bg 778mg/dl. On (B)(6) 2025 - 12:03 pm - est - sg 260 mg/dl - bg 569 mg/dl. A review of the data management system (dms) revealed that on 08:08 am, the sg value was 303 mg/dl, at 10:14 am - 296 mg/dl and at 11:59 am - 260 mg/dl. In neither of the instances, the user entered the bg value into the system. Thus, the reported bg values could not be confirmed in the dms. The user received high glucose alerts at the reported event times as sg value was above the high glucose alert threshold of 250 mg/dl. Since the system performed as intended by asserting appropriate alerts, no further investigation was found necessary for this complaint. The user received IV fluids and medication. As treatment at the hospital. The user was prescribed with v fluids, antibiotics and heparin. User's hcp is aware of the event. Per dms, user is currently using the system with up-to-date information. B4. Date of this report 24 nov 2025. G3. Date received by the manufacturer? 24 nov 2025. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
H6: component code updated to 2993.